Manufacturer narrative:
Based on the claim against the product by the customer that there was a message that the system was running on battery and thus opting to convert to another system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replicated the issue and replaced two power supply switchers. The system was tested and verified as ready for use. Isi received da vinci products involved with this complaint to perform failure analysis. The power supply switchers were analyzed and found to have errors 417 and 418. The complaint regarding the psc running on battery was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) for technical assistance because the system presented a message that it was running on battery. Isi tse confirmed the issue when they observed errors 417 and 418 in logs on power supply 2 and power supply 1 in the patient side cart (psc). The customer confirmed the wall outlet was good and the breaker was in the up position. The isi tse walked them through emergency power off (epo) three times where the system power button would backlight amber for 1-10 seconds then backlight goes out indicating neither medical grade power supply (mgps) in the psc was functioning. The customer opted to convert to a different psc to complete the procedure. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.